Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and patient programmer were not syncing anymore. The patient couldn¿t turn stimulation on and had changed the batteries. The patient was not being able to adjust stimulation somewhere between (B)(6) 2014 and last week. The patient got the poor communication screen. The patient changed the batteries 6 weeks ago and was not sure if they pushed the off button by accident and wanted to dial up the intensity. The patient stopped feeling stimulation somewhere between (B)(6) 2014 and last week. The patient always felt stimulation with postural changes and was aware of it cycling on and off. The patient knew it stopped, but did not know when. The patient¿s symptoms returned about 6 weeks ago for sure. Before that the patient was not sure and the return of symptoms could have been somewhere between (B)(6) 2014 and last week. The patient mentioned going to a chiropractor and physical therapist since (B)(6) 2014 and was not sure what equipment they were using. There was electrical stimulation using pads, using a wand, and one of them was called a-stim. The patient had a treatment in (B)(6) 2014, 1 in (B)(6) 2015, and 1 last week. The patient was going to the chiropractor and therapist for low back and right hip. The patient had gone to the chiropractor for a bulging disc prior to getting their ins. The patient found a new chiropractor who could do a different kind of adjustment in addition to the pads on their back. It was further reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2015. The patient's device was not working for them or their hcp and the hcp was contacting the manufacturer representative. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) replacement on 2015 (B)(6). There was no allegation of abnormal depletion. The reason for the loss of stim and inability to communicate with the ins was due to battery depletion. The patient was given a new patient programmer. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v610492, implanted:(B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).